Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation attached to a restorative crown. Visual inspection of the as returned product reveals that the implant is fractured laterally across the threaded region. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvh13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. A definitive cause for the fracture event is patient parafunction over the course of 3 years.

Event description:
Item number was determined to be tsvh13. Lot number remains unknown. Tooth location 6.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported a zimmer implant fracture. Part of the implant remains implanted.